Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutter did not want to work and when they removed it they saw it was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-6 - device codes. Corrected h-6 from "material twisted/bent" to "peeled." Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw (B)(4). The device was returned with the kit to the factory for evaluation on 28jan2020 and an investigation was conducted on 06feb2020. A visual inspection was conducted. Signs of clinical use was observed. Microscopic inspection was conducted. Blood and charred tissue was observed on the heater wire. The insulation that is above the jaws are peeled off but remained attached to the shaft. The heater wire was observed to be slightly flexed away from the hot jaw, remaining attached at the base and the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, confirmed for the reported failure "peeled; shaft" and confirmed for the analyzed failure "material twisted/bent". The DHR was reviewed for the reported failure ¿peeled; shaft¿. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. There were no consequences or impact to the patient. Specific actions for the analyzed failure "material twisted/bent" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutter did not want to work and when they removed it they saw it was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutter did not want to work and when they removed it they saw it was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.